Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery when impacting the nano component the proximal part of the impactor broke. No pieces fell into the patient's body. All pieces were found, and the surgery was finished with another impactor. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The impactor was returned for evaluation. As returned, the threaded portion of the strike plate fractured and remained in the inserter body. The instrument showed signs of normal use. Hardness taken was within specification. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.